Event description:
A user facility reported that a thermage cpt treatment was performed on a patient and the patient experienced blisters on their face following the procedure. Immediately after the procedure, the patient had redness on their face. No treatment was given to the patient for the redness. The patient reported the day after the procedure their condition had worsened. Pictures of the patient were reviewed, and it showed small blisters and post inflammatory hyperpigmented areas were visible on the left upper cheek area and the forehead. The patient had not received any other treatment in the same symptom areas on that procedure day or within 30 days prior. Solta medical branded cryogen and 4 bottles of coupling fluid were used with the highest level of treatment at 4.5. Towards the end of treatment, a black spot was observed on the tip membrane at the 1120 pulse. The provider stopped using the tip after this black spot was discovered. The treatment tip was inspected prior to use, and again after every 10-15 pulses, with no discrepancies found.

Manufacturer narrative:
The data log and treatment tip from the event were returned and evaluated. The data log showed an error had occurred during treatment. The error indicates a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency treatment, the radio-frequency delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into "action required" mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip passed flow, leak, and thermistor testing; however, failed visual inspection. Burn damage and dielectric breakdown was observed on the tip membrane. No functional testing on the tip was performed due to the tip membrane damage. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of potential risk to patients associated with dielectric membrane breakdown of the membrane of the treatment tip, which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radio-frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to the membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Blisters are a known possible adverse patient reaction to thermage treatment. The thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for the serial/lot number. Based on the available information, this event was most likely caused by damage to the tip. It is unknown how damage to the treatment tip occurred. All treatment tips are visually inspected during manufacturing. No corrective action is required.